Manufacturer narrative:
Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Feel sharp on the gums [gingival discomfort]. Brush heads fall off while brushing [device breakage]. Case description: a consumer of unspecified age and gender reported via social media on (B)(6) 2016 that he/she purchased a pack of 5 oral-b brushheads, version unknown and the quality was not as good as normal. The consumer explained that they felt sharp on the gums and sometimes fell off while he/she was brushing with an oral-b rechargeable toothbrush, version unknown. The case outcome was unknown. No further information was provided.